Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Revised (B)(6) 2017. Allegedly the patient underwent an ankle replacement surgery. It was reported that sometime post-op the tibial implant subsided. The patient underwent a revision surgery to correct the issue. No additional patient complications were reported.